Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of leaking filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Photographs were provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm that was reportedly leaking from the filter line during priming. This incident led to exposure of chemotherapy to the staff clinician. The initial reporting nurse has now gone on annual leave for one week. Although a patient was involved, there was no report of harm.